Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, a21, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify e13 or a13 and a21 error test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The customer¿s blood glucose value was unknown. The customer was reported that they were able to clear the alarm and rewind the insulin pump. Customer was reported that the unexpected restart alarm was recurring during normal use and watchdog timeout alarm was occurred multiple times. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.